Event description:
It was reported that the pt experienced synovitis followed by tibial collapse and was revised.

Manufacturer narrative:
Eval summary: initial arthroplasty was performed in 1999. No other info regarding this procedure or product was provided. Without additional info, a definitive cause cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.